Event description:
In the surgery, when the doctor took the screw out, he found nearly parenchyma became black and smell metal and odorous.

Manufacturer narrative:
Based on the event description, it appears that an infection resulted after the primary surgery and a revision procedure was performed to remove the implants. No product was received to date for evaluation. However once washed, cleaned and sterilized it is unlikely that product would present other signs but signs of use as the device was put in place and removed. Reported batch number is (B)(4) manufactured in november 24, 2008. Additional info was requested but no product or additional info received at this time.